Manufacturer narrative:
Citation: grodecki k et al. Pre-procedural abnormal function of von willebrand factor is predictive of bleeding after surgical but not transcatheter aortic valve replacement. J thromb thrombolysis. 2019 nov;48(4):610-618. Doi: 10.1007/s11239-019-01917-7. Epub 2019 jul 29. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the effect of surgical aortic valve replacement (savr) and transcatheter aortic valve implantation (tavi) in treating patients with von willebrand factor blood abnormalities. All data were collected from two centers between april 2015 and january 2017. The study population included 100 patients and was predominantly male with a mean age of 71 years. Of those, 43 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all tavi patients, 6 deaths were observed within one-year post-implant. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all tavi patients, adverse events included: moderate-severe aortic regurgitation, unspecified ilio-femoral injury, pseudoaneurysm, and access site bleeding with large groin hematoma. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was not directly related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.